Manufacturer narrative:
The production records could not be reviewed as lot number and serial number of the product in question were not available. Statement regarding the failure to meet the reporting deadline: the waldemar link gmbh & co. Kg was first notified about the incident on december 18th, 2025. However, crucial information regarding the criticality of the event was available to waldemar link gmbh & co. Kg from may 5th, 2026.

Event description:
Fracture of the prosthesis neck of an lcu hip stem [complaint manager].